Manufacturer narrative:
Batch review performed on 16 february 2023: lot 2011077: (B)(4) items manufactured and released on 21-jan-2021. Expiration date: 2026-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional components involved: gmk-sphere 02.12.0314fr tibial insert fixed sphere flex size 3/14 mm (k1214169 r lot. 1903265: (B)(4) items manufactured and released on 03-jul-2019. Expiration date: 2024-06-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Gmk-sphere 02.12.0003r femoral component sphere cemented size 3 r (k121416) lot. 2101894: (B)(4) items manufactured and released on 30-mar-2021. Expiration date: 2026-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery at 1 year and 7 months post primary due to instability experienced by the patient during knee flexion. All devices revised successfully.